Event description:
It was reported that when using the lead cap to temporarily cover the lead end, the connector block was rotating within the cap body when the screw was turned clockwise. The implant was discontinued for other reasons, and it was not clear if the lead was damaged. It was reported that there was no patient injury, and no actions were required as a result of the event. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the implant was not discontinued. The healthcare provider (hcp) used the cap and sutured his incision. In the postoperative CT an electrode misplacement was seen but this was not associated with the cap.

Manufacturer narrative:
Lead: model 3389-28, lot# 0205265385, implanted: 2011 (B)(6), explanted: unknown.